Event description:
The pt reportedly experienced a decrease in performance. Programming adjustments were made. On 5/3/2006, the pt was seen by a co rep for device eval. Testing performed confirmed that the device was functioning. However, a decision was made to explant the device. Surgery to explant the pt's c1 device is to be scheduled.